Event description:
It was reported that the patient experienced ineffective. X-ray imaging confirmed that the lead had migrated. As such, surgical intervention took place on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event and patient weight are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.